Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as (B)(4). It was reported that a balloon deflation issue occurred. The patient presented in cardiogenic shock with an existing lvad (left ventricular assist device). A 3.5x12mm promus premiere drug eluting stent was placed in the rca (right coronary artery) and a 4.0x12mm nc emerge balloon was used for post dilation. The balloon disconnected from the inflation device and could not reliably reconnect. The balloon remained inflated for an additional few seconds and the patient transiently lost pulsatile cardiac output while remaining supported by the lvad. The balloon was deflated using a syringe and pulled back into the guide catheter to restore rca blood flow. The patient was discharged home.